Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the user was unable to issue medications as the drawers would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remoted in and verified with the customer that the drawers were working fine. The tss then checked via lmi (logistics management information). The system functioned as intended.